Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab), suddenly alarm ¿iab optical sensor failure¿ was generated. Removed the sensor connector and measured blood pressure based on the external input information. Iab was not replaced. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab), suddenly alarm ¿iab optical sensor failure¿ was generated. Removed the sensor connector and measured blood pressure based on the external input information. Iab was not replaced. No patient injury was reported.